Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain/pelvic pain') in a 41-year-old female patient who had essure (batch no. A64627) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, parity, vaginal bleeding, dysfunctional uterine bleeding, herpes genital, bipolar disorder, asthma, arthritis, migraine, anxiety, depression and unspecified noninflammatory disorder of vagina. Previously administered products included for an unreported indication: methergine. Concurrent conditions included low back pain, neck pain, leiomyoma of uterus, unspecified, vulval abscess, knee effusion and osteoarthritis. Concomitant products included oral contraceptive nos from (B)(6) 2013 to (B)(6) 2013 for birth control as well as aripiprazole (abilify) since 2019, eszopiclone (lunesta) since 2015 and ibuprofen. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), 3 months 18 days after insertion of essure. On (B)(6) 2013, the patient experienced genital haemorrhage ("general abnormal bleeding"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), depression ("psych injury/ psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, back pain and abdominal pain lower outcome was unknown, the genital haemorrhage, dysmenorrhoea, vaginal haemorrhage and menorrhagia had resolved and the depression had not resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain, general abnormal bleeding : yes. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: menorrhagia, dysmenorrhea, dyspareunia . Most recent follow-up information incorporated above includes: on 14-apr-2020: mr received. Lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain/pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain") and psychological trauma ("psych injury"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, back pain and psychological trauma outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: received treatment for pain, general abnormal bleeding : yes. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Reporter information, lab data added. This case become incident. Previously reported event injury were updated pelvic pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, back pain, general abnormal bleeding, psych injury were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain/pelvic pain') in a 41-year-old female patient who had essure (batch no. A64627) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, parity, vaginal bleeding, dysfunctional uterine bleeding, herpes genital, bipolar disorder, asthma, arthritis, migraine, anxiety, depression and unspecified noninflammatory disorder of vagina. Previously administered products included for an unreported indication: methergine. Concurrent conditions included low back pain, neck pain, leiomyoma of uterus, unspecified, vulval abscess, knee effusion and osteoarthritis. Concomitant products included oral contraceptive nos from (B)(6) 2013 to (B)(6) 2013 for birth control as well as aripiprazole (abilify) since 2019, eszopiclone (lunesta) since 2015 and ibuprofen. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), 3 months 18 days after insertion of essure. On (B)(6) 2013, the patient experienced genital haemorrhage ("general abnormal bleeding"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), depression ("psych injury/ psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, back pain and abdominal pain lower outcome was unknown, the genital haemorrhage, dysmenorrhoea, vaginal haemorrhage and menorrhagia had resolved and the depression had not resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain, general abnormal bleeding : yes diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: menorrhagia, dysmenorrhea, dyspareunia lot number: a64627 manufacturing date: 2012-10 expiration date: 2015-10 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain/pelvic pain') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, parity, vaginal bleeding, dysfunctional uterine bleeding, herpes genital, bipolar disorder, asthma, arthritis, migraine, anxiety and depression. Previously administered products included for an unreported indication: methergine. Concurrent conditions included low back pain, neck pain and leiomyoma of uterus, unspecified. Concomitant products included oral contraceptive nos from (B)(6) 2013 for birth control as well as aripiprazole (abilify) since 2019 and eszopiclone (lunesta) since 2015. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), 3 months 18 days after insertion of essure. On (B)(6) 2013, the patient experienced genital haemorrhage ("general abnormal bleeding"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), depression ("psych injury/ psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, back pain and abdominal pain lower outcome was unknown, the genital haemorrhage, dysmenorrhoea, vaginal haemorrhage and menorrhagia had resolved and the depression had not resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain, general abnormal bleeding : yes. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: menorrhagia, dysmenorrhea, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jan-2020: pfs and mr received: reporter information updated, patient demographics added, product removal date added, medical history added, new events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), lower abdominal pain added, event psychological trauma updated to depression and its outcome added as not recovered / not resolved, outcome for the events dysmenorrhea (cramping), general abnormal bleeding, abnormal bleeding (vaginal) and abnormal bleeding (menorrhagia) updated to recovered / resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.